Event description:
According to the reporter, during a procedure, there was a staple formation issue. Suturing was done as a staple line reinforcement; resected and re-stapled to resolve the issue. It was also reported that there was a bleeding to second to last load, which did not result in a temporary or permanent impairment. Surgical time was extended by 30 minutes and an additional device was required.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted one device inside of a tissue cavity. The reload was clamped onto tissue, a staple line could be seen, blood was pooling around the staple line, and several staples could be seen protruding from tissue and did appear to properly form. It was reported that there was a staple formation issue and the staple line was incomplete centrally. The reported issues were confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during gastric sleeve surgery, there was a staple formation issue and the staple line was incomplete centrally. Suturing was done as a staple line reinforcement; resected and re-stapled to resolve the issue. It was also reported that there was a bleeding to second to last load, which did not result in a temporary or permanent impairment. Surgical time was extended by 30 minutes and an additional device was required.